Event description:
A 24 hour ph impedance probe placed without difficulty and probe was removed the next day. It was noted on the tracing when the study was uploaded that the distal ph sensor stopped working about 8 hours into a 24-hour study. The remaining ph sensor and impedance sensors captured without incident.